Event description:
I purchased a resmed air mini travel continuous positive airway pressure for when I travel and then ended up in the emergency room after 20 minutes of use in full afib after a high stress awakening when trying the machine out on march 16th. I spoke with the CPAP store customer service on march 18th to let them know what had happened ¿ they walked me through the process to check the min/max pressures on my home resmed machine that I use each night. This was the same as my rx that they had on file, however, customer service told me that the air mini was mis-calibrated to a max of 20 psi not 12 psi ¿ I suspect that there may be additional issues with this machine as I woke up unable to exhale and felt like I was drowning. It was a terrible feeling... I tried this machine twice before ¿ the first time was around march 1st - I had a difficult time getting to sleep with it as it felt like too much air was coming out. I started to have a headache, so I removed the mask and switched to my regular machine for the rest of night. On march 14th I decided to try this again - I downloaded the air mini app on my phone to make sure it was working correctly. I went through their tutorial and tested the machine with the ramping pressure without any problems - I used it that night and still felt overwhelmed by the air but managed to get through the night although I woke up quite a few times and did not feel rested. The night of my emergency incident, I went to bed just before 1:00 am and woke up about twenty minutes later coughing, with my heart pounding, and unable to catch my breath ¿ feeling like I was drowning. I went into the bathroom and sat for 15 ¿ 20 minutes trying to calm down but continued to be shortness of breath with my heart racing. I decided to switch to my normal machine hoping this would pass ¿ while I could breathe better with my old machine, I could not get my heart to stop racing ¿ I finally got up and put on my samsung smartwatch and tried the electrocardiogram feature and found that I was in afib with a 133 bpm and received a message to seek help immediately ¿(my phone saved this electrocardiogram). I woke my husband and we drove the 20 minutes to (B)(6) emergency room when I spent the next 5 hours ¿ my heart finally went into a more normal rhythm and I could breathe better shortly after I arrived at the ER. I had another electrocardiogram done while there which showed an abnormal electrocardiogram with sinus bradycardia, but no longer the full afib and high heart rate ¿ the atrial fibrillation and shortness of breath lasted about two hours total ¿ it was a horrible feeling ¿ I really thought I was going to die. I received this machine from the CPAP store with the wrong pressure setting and possible defects that threw me into a high stress awakening with afib and caused an emergency room visit ¿ I don't want this to happen to anyone else.